Event description:
Technician alleged that the left side rail on the stretcher could not latch. No pt impact.

Manufacturer narrative:
Technician found the latch pin assembly is broken. Technician replaced the latch pin assembly to resolve the issue.